Event description:
It was reported, the patient had a mild stroke after implant and the patient never had therapeutic effect. The implantable neurostimulator was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2006 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# v006765, implanted: 2006 (B)(6), explanted: 2006 (B)(6); product type lead product ID 748266, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2006 (B)(6); product type extension product ID 3387-40, lot# v006765, implanted: 2006 (B)(6), explanted: 2006 (B)(6); product type lead product ID 7426, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2006 (B)(6); product type implantable neurostimulator product ID 748266, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2006 (B)(6); product type extension. (B)(4).